Event description:
It was reported to medtronic minimed that the customer experienced that the insulin pump screen was blank and pump error 35 (a broken force sensor was detected during seating or regular delivery.) And also reported the crack on pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for pump error and the customer unable to clear the alarm. The time clock is not visible on the screen. Troubleshooting was performed for blank display and battery cap contacts and battery compartment or springs were not damaged. The display did not return after inserting a new battery. Troubleshooting was performed for cosmetic damage and found the crack was on battery tube side. The crack on the pump was affecting/impacting pump functionality. The crack on the pump is not related to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with flashing medtronic logo display. No blank display noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to flashing medtronic logo. Pump was unable to download to using thump to verify pump error 35 due to flashing medtronic logo display. Found moisture damage to force sensor, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, cracked battery tube threads, cracked keypad overlay, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and label damage (faded). The p-cap/reservoir does lock properly. Pump alarmed critical pump after battery installation. However, the pump was unable to download to using thump and verify pump error 35 due to moisture damage to the pcb1 board and pcb2 board. Confirmed flashing medtronic logo display. No blank display noted. Confirmed cosmetic damage located at the battery compartment during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.